Event description:
It was reported to MFR, by facility; (B)(6), per facility they were in the process of a lift when the resident shifted in the sling and caused the sling to slide off the cradle. Which resulted in the resident to fall to the floor. Mfg sales rep went to facility and did an in-service training on how to use the lift and in addition a lift competency checklist was performed with the staff members. This incident sounds like user error, i.e., did not attach sling appropriately and said lift being used was the (B)(4) lift which should be used on pts that weigh (B)(6) plus and not on a pt that weighs only (B)(6)!